Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the cause of reported event was that the software on the board failed to start due to a failure of the printed circuit board. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at the service department of omsi and found followings; the reported event was reproduced. The front panel did not work and was hung. This event was caused by a defect in the printed circuit board. There was dust and corrosion on this printed circuit board. There was no abnormality in the internal condition. There were dents and scars on the front panel. There were scratches on the power switch. There were scratches on the top cover. There was corrosion on main chassis and internal metal parts. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems india private limited (omsi) was informed that the front panel of the device did not work and hung. There was no information such as the affiliation of the person who reported this event. There was no report of patient injury associated with this event.